Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports not related to this complaint against the provided product/lot code combinations since its release to distribution. It was initially reported the patient was implanted in january 2008 and april 2009 with depuy devices and revised in march of 2011 for infection. It is not likely or reasonable to conclude the devices contributed to the patient's reported infection three years after implantation. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 3/8/2013- ppd and medical records received. A correct doi was provided. After review of the medical records the revision operative note confirmed infection and prostalac was placed. The patient was reimplanted with non-depuy products on (B)(6) 2011. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned for examination. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. It was initially reported the patient was implanted in (B)(6) 2008 and explanted in (B)(6) 2011. It is not likely the devices contributed to the patients reported infection three years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address infection. Update (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain and hip displacement post-implant. The device was explanted and replaced. Post-explant, the patient suffered continuous pain and inflammation. A physical examination found that the patient was suffering from an inflammatory reaction to metal debris left behind by the originally implanted device. The patient underwent a third surgery in which her right hip was explanted and not immediately replaced. The patient resided in a long-term care facility while recovering before ultimately undergoing a fourth procedure to implant a third right hip replacement.